Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a cobalt xt hf quad cardiac resynchronization therapy defibrillator and a sprint quattro lead ex perienced several issues related to the device's sensing and detection capabilities. The right ventricular lead exhibited a sensing issue, specifically t-wave oversensing (twos), which led to inappropriate detection of fast ventricular tachycardia (fvt), anti-tac hycardia pacing (atp), and shocks. A pattern of bigeminal premature ventricular contractions (pvc) contributed to the detection of fvt, resulting in three out of four fvt events leading to atp and high-voltage therapy. Troubleshooting steps included reprogramming the device by extending the post-ventricular pacing (vp) blanking interval from 230ms to 250ms and increasing the sensitivity from 0.45mv to 0.6ms. Pocket manipulation and isometrics were performed without recreating the t-wave oversensing. The resolution involved reprogramming the device settings to address the inappropriate therapies.